Event description:
It was reported that the arterial was cracking and the anesthesiologist was going to change the extension to be able to continue using same cath. He found out that the lumen cracked more and more when he continued.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a final report will be submitted.